Event description:
Spontaneous call, internal battery cadd ms 3 pump died. All programmed settings were erased serial number (B)(4). Due for maintenance 07/31/2019. Prescriber has not been notified. Did the reported product fault occur while in use with a patient ? No, did the product issue cause or contribute to patient or clinical injury? No, is the actual device is available to be returned for investigation? Yes, did we replace device? Yes. This was the backup pump. Reported to (B)(6) by: health professional. Strength: 2.5mg/ml, dose or amount: 120ng/kg/min, frequency: continuously, route: subcutaneous, dates of use: from (B)(6) 2018 to current, diagnosis or reason for use: pah.